Event description:
A report was received that the patient was experiencing itchiness and rashes. Symptoms were all over the body. The allergist believed that it may be related to the device materials. The patient was prescribed singulair and zyrtec medications.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing itchiness and rashes. Symptoms were all over the body. The allergist believed that it may be related to the device materials. The patient was prescribed singulair and zyrtec medications.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing itchiness and rashes. Symptoms were all over the body. The allergist believed that it may be related to the device materials. The patient was prescribed singulair and zyrtec medications.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.